Event description:
Healthcare professional reported left side rupture and textured implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: dark ring, missing shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on anterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening and two openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening. Two openings striated in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
The has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and textured implant. The device remains implanted.